Manufacturer narrative:
Age at the time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a stent delivery system (sds); was returned for analysis without the manifold and strain relief portion. A visual and microscopic examination of the crimped stent found stent damage. Damage was noted to the entire stent and the stent was kinked in the mid-section. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break. The device was measured from the distal tip to the break, with a result of 142cm. As per document (B)(4), the specification for effective length of the catheter is 144 +/- 5 cm. Effective length is defined by the distal end of the strain relief to the distal tip of the catheter. Therefore the break occurred at a site 0 to 7 cm from the distal end of the strain relief. A visual and tactile examination of the shaft polymer extrusion found that the inner shaft polymer extrusion was kinked within the kinked stent. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 134265-2017-02356. Reportable based on analysis completed on 26feb2017. It was reported that crossing difficulties were encountered. The highly calcified and tortuous target lesion was located in the long diffused left circumflex artery (lcx). The lesion was crossed with a non-bsc wire and pre-dilation was performed with a non-bsc balloon. A 3.00x38mm promus element ¿ long stent was advanced but failed to cross the lesion. Pre-dilation was again performed and a 2.75x32mm promus element ¿ stent was advanced but also failed to cross the lesion. Another 2.75x32mm promus element ¿ stent was advanced but still failed to cross the lesion. Dilation was done at high pressure and the lesion was able to be stented and post-dilation was performed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.